Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device was not returned for evaluation. Therefore, the investigation of the reported missing instruction for use is inconclusive. The definite root cause could not be determined based on the available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that an unknown biopsy instrument allegedly had the instructions for use missing from the kit. This report was received from one source. One patient was involved with no reported patient injury. The patients¿ age, weight, and gender were not provided.